Manufacturer narrative:
Follow-up #1: date of submission 01/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and was able to fit. Moisture corrosion was found in the battery canister and on the battery cap. A leak test was performed and failed due to a battery compartment leak. The battery cap was tightened and unscrewed a half turn with no reboots occurring. The rewind, load, and prime steps and 24 hour testing were performed with no power interruptions. The pump cover was removed to find no further moisture ingress or intermittent conditions to the printed circuit board. The power complaint was unable to be duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.